Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
A family member alleged multiple pump issues occurred. She said that the pump produced unk call service alarms, emitted replace battery alarms several times in one month, re-booted without user intervention, and reverted to default time and date settings on at least five occasions when she removed and/or replaced the battery. The family member said that she first noticed the issues about one month ago. She reported that the tightens the battery cap with a coin, the yellow o-ring is not visible when cap is secure, there are no visible cracks in the battery compartment, and the battery compartment and cap threads are intact. The family member denied water exposure or trauma to the pump. The family member reported that during the same time period the pt's blood glucose was higher than usual. She noted that the pt's blood glucose generally ranges between 280 mg/dl to 340 mg/dl. On the day of the complaint, she stated that the pt's blood glucose was 460 mg/dl at lunchtime and 600 mg/dl at dinner time. The family member reported the presence of moderate ketones. The pt denied nausea, vomiting, abdominal pain, or chest pain and they corrected the blood glucose elevation via insulin syringe.